Event description:
On (B)(6) 2010, dr (B)(6) performed a fevar procedure with 2 v12's (7x22mm). On the control images in (B)(6) 2012 both the v12 stents appear to be fractured. During the check in 2011 everything was still ok. No intervention was needed up till now.

Manufacturer narrative:
A review of the device history records, including the crimping process, indicates the device was processed and inspected according to specs and that no non-conformities were found. No conclusion can be drawn at this time and a f/u report will be submitted upon receipt of any add'l info regarding the event.